Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had been unable to go to the bathroom on their own since they had an unrelated surgery. The patient stated that they had not been able to connect the patient programmer (pp) to adjust stimulation and noted that their spouse had changed the batteries. The patient stated that they kept getting poor communication and noted that they could not get on the left side very well because that was the side that they had the unrelated surgery on. The patient stated that the device was on the right side and that they did not know that they were over the device. It was indicated that the patient was going to call back when they had nurses to help move the patient so they could try and connect the pp. No further complications were reported or were expected.